Event description:
It was reported that during a percutaneous coronary interventional (pci) procedure, a balloon rupture occurred. The apex balloon (unknown size) ruptured at 20atm. Lesion anatomical location, and degree of stenosis are not available. The tortuosity of the vessel and the calcification are unknown. The procedure outcome is unknown. No patient injuries or complications were reported. The patient's condition is reported as "fine". Additional information is not available.

Manufacturer narrative:
The complainant indicated that the device will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. A review of the manufacturing documentation confirms that the reported batch met all material, assembly, and performance specifications at the time of release to distribution. The balloon burst at 20 atm, which is our rated burst. The most probable root cause is determined to be user related.